Manufacturer narrative:
The device is not available for investigation. A review of the device history record is pending at this time.

Event description:
The complaint/event involved a 3 gang 1o2® manifold w/check valve, rotating luer, appx 1.2ml. The interface of the device reportedly cracked during an infusion, resulting in a small amount of the calming liquid flowing out. The patient was admitted to hospital due to intermenstrual bleeding for four years. On (B)(6) 2024, the patient underwent hysteroscopic hysterectomy for an endometrial lesion. In addition, the invention is a simple and safe needle-free drug delivery instrument to meet the needs of rapid infusion. Harm type is na and the description of harm as stated, "it may affect the normal input of the patient's calming liquid." There was no report of any human harm.

Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. Lot history review was conducted and no nonconformities were found that would have led to the reported complaint.